Event description:
It was reported the distal end of the colonovideoscope was burned. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.